Event description:
It was reported the gastrointestinal videoscope had an incompatible scope error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) (added here due to character limitation). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image flickers and the screen becomes noised. Based on the results of the investigation, a probable root cause could not be identified for the incompatible scope error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the noised screen and flickered image: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.